Event description:
It was reported that post implant the right atrium (ra) lead had dislodged and the lead was repositioned. It was also reported that the ra lead had dislodged a second time and therefore the ra lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.